Manufacturer narrative:
The pump user guide states: " check the cartridge for leaks. If you detect insulin leaking, discard the cartridge and repeat entire process with a new cartridge." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was leaking from the septum. There was no adverse impact to customer's blood glucose level. Reportedly, the customer loaded the leaking cartridge and resumed insulin therapy.